Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and chronic right atrial (ra) lead exhibited low out of range pacing impedance measurements less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Noise and oversensing was observed in unipolar configuration and resulted in inappropriate atrial tachy response (atr) mode switches. The configuration was programmed back to bipolar and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.